Event description:
--

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient presented with beeping tones and interrogation noted the device had declared elective replacement indicator (eri). The caller stated that the most recent monitoring voltage (mv) was 2.55 with a charge time (CT) of 16.1 seconds which was noted one day before eri declaration. A boston scientific technical services consultant reviewed the eri indicators and could not determine how eri was triggered prior to a CT of 18.9 seconds or a mv of 2.53v. The consultant suggested performing a save to disk of memory analysis and to return this device when replacement procedure is performed. No adverse patient effects were reported. The device remains implanted at this time.

Manufacturer narrative:
Additional information was received from a boston scientific sales representative stating this device will be replaced in the near future and will most likely be returned for testing.